Event description:
It was reported that after a sigma resection procedure, after the sixth day of anastomosis became incomplete. It is unknown what was used to complete the procedure. One device was discarded.

Manufacturer narrative:
(B)(4) . Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: (B)(6) years old male patient; (B)(6). Procedure: sigma resection. Pre-op diagnosis: heavy sigma diverticulitis. No neoadjuvant therapy. Date of surgery: (B)(6) 2015; date of re-surgery: (B)(6) 2015 (dd/mm/yyyy). During firing of the device there was no normal cracking noise detected. No leakage test was performed but the surgeon overstitched the anastomosis ventral and lateral as a precaution. The orange indicator was within the middle of the green scale. The donuts appear to be complete and consistent. Four days after surgery the crp increased and bloody secretion came out of the drain. During re-surgery a leakage of the anastomosis was detected dorsally. The surgeon performed a hartmann procedure and the patient received a stoma. The macroscopic examination of the resected tissue showed staples with a proper b form. Only one unformed staple was observed. Patient shows a normal healing process. The device has been discarded by the customer.